Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported a programming error wherein a new order for continuous insulin infusion (100 units/100ml) on a 33 kg child was intended to infuse at 0.1unit/kg/hr (equals 3.3ml/hr using the hospital's standard 1unit/ml concentration). However, the nurse found the insulin bag nearly empty one hour after initiating continuous insulin infusion and approximately 100 units (100 ml) was infused at the time the issue was discovered. It was noted by the hospital's pharmacist during the review of infusion knowledge portal (ikp) data that the user entered the dose as "3.3 unit/kg/hr" via manual programming. The customer is requesting to find out if the device provided a guardrails alert (soft max) during the programming of the infusion. The event occurred on a newly diagnosed type 1 diabetic patient who presented to the hospital with diabetic ketoacidosis. Following insulin overdose, the patient¿s mental status became increasingly altered (presumed cerebral edema). Blood glucose decreased by 110 mg/dl within 30 minutes. Due to the event, hypertonic (3%) sodium chloride IV bolus was administered for altered mental status/cerebral edema; dextrose-containing IV fluids (dextrose 25% bolus followed by dextrose 10% infusion)the patient was admitted to intensive care unit (ICU) due to multiple factors ¿ not solely attributed to insulin overdose. Mental were also administered to mitigate risk for rapid drop in blood glucose. Status and other clinical parameters improved within first 12 to 24 hours of admission and was transferred to floor the next day. The patient was discharged home on day 3 with no apparent sequelae related to overdose.

Event description:
It was reported a programming error wherein a new order for continuous insulin infusion (100 units/100ml) on a 33 kg child was intended to infuse at 0.1unit/kg/hr (equals 3.3ml/hr using the hospital's standard 1unit/ml concentration). However, the nurse found the insulin bag nearly empty one hour after initiating continuous insulin infusion and approximately 100 units (100 ml) was infused at the time the issue was discovered. It was noted by the hospital's pharmacist during the review of infusion knowledge portal (ikp) data that the user entered the dose as "3.3 unit/kg/hr" via manual programming. The customer is requesting to find out if the device provided a guardrails alert (soft max) during the programming of the infusion. The event occurred on a newly diagnosed type 1 diabetic patient who presented to the hospital with diabetic ketoacidosis. Following insulin overdose, the patient¿s mental status became increasingly altered (presumed cerebral edema). Blood glucose decreased by 110 mg/dl within 30 minutes. Due to the event, hypertonic (3%) sodium chloride IV bolus was administered for altered mental status/cerebral edema; dextrose-containing IV fluids (dextrose 25% bolus followed by dextrose 10% infusion) were also administered to mitigate risk for rapid drop in blood glucose. The patient was admitted to intensive care unit (ICU) due to multiple factors ¿ not solely attributed to insulin overdose. Mental status and other clinical parameters improved within first 12 to 24 hours of admission and was transferred to floor the next day. The patient was discharged home on day 3 with no apparent sequelae related to overdose.